Event description:
It was reported that the patient had swelled up badly and the swelling had gotten worse. Cream was given to them by their physician but the patient noted that they still had and could still feel the infection. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 355029, lot # n0028596, implanted: (B)(6) 2006, product type accessory; product ID 377860, lot # v011051, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient . (B)(4).